Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4)

Event description:
On or about (B)(6) 2010, plaintiff underwent placement of defendants' vortex port catheter device, with model number p5405k, and lot number 508180. The vortex was implanted by dr. (B)(6), m.d., (B)(6). The purpose of implantation of the vortex was to administer chemotherapy to treat plaintiff's lymphoma. On or about (B)(6) 2014, plaintiff presented to (B)(6) with symptoms of facial and upper neck swelling, upper extremity swelling, and rash. Plaintiff subsequently underwent a CT scan, which revealed evidence of thrombus surrounding the vortex port, requiring removal of the device. On or about (B)(6) 2014, plaintiff presented to (B)(6) outpatient surgery in (B)(6), to undergo removal of defendants' vortex device secondary to her development of thrombosis around the port. The removal procedure was performed by (B)(6), m.d.